Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ext set small bore 60 inch experienced leakage. The following information was provided by the initial reporter: bd extension set microbore tubing leaking nicardipine gtt at connection to bd extension set smallbore tubing 0.2 micron low protein binding filter which is a substitution product.